Event description:
Technician found the brakes/steer does not hold at hd end. No injures occurred.

Manufacturer narrative:
Technician found the rocker arm damaged and rod missing. Tech replaced both parts and checked functions after repair. All worked normal.